Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating the right ventricular (rv) lead was capped and replaced.

Event description:
During an in-clinic follow-up, increased pacing impedance and loss of capture were noted on the right ventricular (rv) lead. Lead revision is anticipated to resolve the event, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.